Event description:
It was reported during in clinic follow up that the patient experienced discomfort due to extracardiac stimulation. The lead was explanted and successfully replaced. The patient was recovering post procedure.